Event description:
The event occurred as I was placing an extended dwell catheter in the baby. The needle inserted without complications. I withdrew the needle and left the introducer in place as I threaded the catheter. Once the position of the catheter was verified, I went to remove the introducer. As I went to peel the sheath, one side of the sheath broke off completely right at the purple part of the introducer. The entire line had to be removed in order to obtain the broken introducer.